Event description:
Device 3 of 3. Ref MFR reports: 1627487-2013-04572, 1627487-2013-04573. It was reported the pt was experiencing heating while recharging the ipg with the charging system. In addition, the pt reported the ipg was superficial, and was causing the area around the ipg to be uncomfortable. The pt reported when he wears jeans, they rub on the ipg site. It was also reported the pt had not received effective stimulation relief, and reprogramming was unable to resolve the issue. The pt had requested for the scs system to be removed.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Results - pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all charges were capable of elevated heating. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.